Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were stuck. The customer received a blood glucose reminder alarm and it took multiple tries to clear the alarm. The customer later received a low battery alarm. They inserted a new battery but the buttons were unresponsive. The customer also went to the doctor's office and on the print report several blood glucose levels were not recorded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.